Manufacturer narrative:
Complaint investigation not yet completed.

Event description:
The complainant stated that during electrophysiological examinations, increased system crashes occurred. These crashes happened partly during dangerous pt situations. Crashes occur during rf catheter ablation. There is no report of pt injury. The labsystem pro ep recording system is a recording system that is used during a cardiac electrophysiology procedure. The labsystem pro ep recording system's cleared indication for use: the labsystem pro ep recording system is computer and software driven data acquisition and analysis tool designed to facilitate the gathering, display, analysis by a physician, pace mapping and storage of intracardiac electrophysiological data. The bard amplifiers are intended to amplify and condition electrocardiographic signals of biologic origin and pressure transducer input, transmitting this info to a host computer (the bard labsystem computer) that can record and display the info. The labsystem pro ep recording system is not intended to clinically monitor pts. In the situation described, the complainant stated that the situation was "dangerous for the pt." Based solely on this observation, bard electrophysiology is reporting this complaint. There were no injuries to the pt as a result of this complaint. The labsystem pro ep recording system is not intended to be the sole indicator/monitor of the pt. During a typical ep case, the pt's cardiac function is monitored independently of the recording system. The labsystem pro ep recording system's warnings and precautions IFU provides for this by stating the following: the bard amplifiers do not transmit alarms and do not have arrhythmia detection capability. If arrhythmia monitoring is needed, use a separate ECG monitor with arrhythmia detection capability. Bard electrophysiology intends to contact the user to confirm understanding of IFU.